Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy(bilateral), hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as pelvic / abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge and plaintiff did not undergo confirmation test. Patient date of birth, essure removal date and treatment details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.